Manufacturer narrative:
Insertion failure; withdrawal difficulty.

Event description:
It was reported that during a procedure, the stylet could not be inserted. Initially, the straight stylet was difficult to extract, and despite of changing the form and using another stylet and wire, the problem was not resolved. The lead was then replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.